Event description:
It was reported that following a cataract surgery, the tip of the trocar broke during the implantation of the second stent from a trabecular microbypass stent system. The trocar fragment was removed intraoperatively from the patient's eye with no report of injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: 4(B)(4).

Manufacturer narrative:
The injector was returned loose and wrapped in bubble wrap in the unsealed thermoform packaging tray. The device evaluation was completed, and the injector's frontal components were found bent, and the injector¿s trocar was found broken at the splay. These findings likely occurred due to both customer handling of the device and how the device was shipped back. The broken tip of the trocar was not returned. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported issue could not be conclusively identified. MFR # reference: (B)(4).